Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Conclusion: for anticipated procedural and patient complications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication.

Event description:
It was reported that following unsuccessful pass with the retrieval device to treat a left middle cerebral artery (l-mca) m1 occlusion, the physician used a microcatheter (subject device) to perform mechanical removal of the clot. The patient had a thrombolysis in cerebral ischemia (tici) score of 1 after treatment. Post procedure, a hemorrhage was confirmed. The next day post procedure the patient died. The physician stated that the hemorrhage was the cause of the patient outcome. However, it is difficult to determine if the hemorrhage caused by a vessel perforation or a reperfusion injury.

Event description:
It was reported that following unsuccessful pass with the retrieval device to treat a left middle cerebral artery (l-mca) m1 occlusion, the physician used a microcatheter (subject device) to perform mechanical removal of the clot. The patient had a thrombolysis in cerebral ischemia (tici) score of 1 after treatment. Post procedure, a hemorrhage was confirmed. The next day post procedure the patient died. The physician stated that the hemorrhage was the cause of the patient outcome. However, it is difficult to determine if the hemorrhage caused by a vessel perforation or a reperfusion injury.